Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual and functional testing noted: a noisy pump, cracked tank cover, and worn plate clip. The complaint was confirmed, the pump was running loudly. The root cause was attributed to a faulty pump and possible wear and tear from a mechanical device. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. The pump was replaced and preventative maintenance was provided. Device passed functional testing following repairs.

Manufacturer narrative:
And h6. Health effects, updated.

Event description:
Additional information received via email. The problem discovered during preventative maintenance (pm). No patient involvement was reported.

Event description:
It was reported that the water pump is running very loud. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.